Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited a clogged nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the foreign material could not be identified. It is unclear whether reprocessing was performed according to the instructions for use (IFU). Consequently, the cause of the material remaining in the device could not be determined. However, the foreign material may not have been removed because proper reprocessing might have been hindered by leakage in the biopsy channel. The suggested event is detectable/preventable by handling the device in accordance with the following IFU. ¿IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.